Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an anterior tibial artery. The .014 hi-torque pilot guide wire met resistance during advancement and the tip separated. Resistance was also noted during removal. The tip remains embedded in the vessel. The patient underwent an amputation as it was not possible to treat the lesion. Additionally, it was stated the patient was already a candidate for amputation prior to the endovascular treatment. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and tip separation appear to be related to case circumstances of the procedure and patient disease state. In this case, based on the reported information, it is likely that the patient's challenging anatomical conditions were the cause of the difficulty to advance likely causing the tip to become trapped in the anatomy and the difficulty to remove. Manipulation against resistance ultimately resulted in the tip separation and the tip embedding in the vessel and subsequent treatments. The noted tip prolapse damage likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.